Event description:
It was reported that the patient passed away in (B)(6). The nurse who reported the event stated that she heard the patient had a seizure on the lawn, but could not confirm this. A search of the patient's obituary found that the death was due to epilepsy related brain trauma. Attempts have been made for additional information; however, they were unsuccessful. No other information has been provided.

Event description:
Follow up with the funeral home director found that unless the funeral home was given the directive to explant the implanted device, the patient would have been buried with the device. The funeral home director could not confirm that the patient was buried with the device; however, he stated that he had no information to indicate the device was ever explanted and he did not have the vns device for return.

Event description:
Review of the available programming and diagnostic history showed that the device was programmed off on (B)(6) 2011, indicating that the device may not have been programmed on at the time of the patient¿s death.

Event description:
A copy of the patient¿s death discharge summary was received from the facility where the patient passed away, in the summary, it states the patient came in with grand mal seizures, had a cardiac and respiratory arrest, CPR performed. The patient was unresponsive, was sitting on her patio in lawn and the patient's sister went out. She gave her glass of water went back and found that the patient came back, was grasping breathing was practically apneic. When ems arrived, the patient was in pea, received 2 doses of epinephrine and 2 subsequent doses in the ER. The patient was intubated and transferred to the ICU. Upon arrival, the patient was placed on hypothermia protocol. A right subclavian central venous catheter was placed. When the patient¿s physician was consulted and was informed the patient was clinically brain dead, a 10-minute apnea test was performed and the patient was officially pronounced as clinically brain dead. An internal sudep evaluation was performed and revealed that the death was unlikely sudep.

Manufacturer narrative:
Review of the available programming and diagnostic history.